Manufacturer narrative:
The insulin pump passed operating current and displacement test. However, the insulin pump alarmed prime during prime test and alarmed motor error during the basic occlusion test due to loose/protruded drive support disk. We were unable to confirm check settings alarm due to prime alarm noted. The motor was tested outside of the device and passed. We were unable to verify alarm in the alarm history due to history file over written. We were unable to perform excessive no delivery alarm or verify reservoir icon anomaly due to prime alarm noted during test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call by customer's spouse that the insulin pump is alarming. The customer's spouse stated that the reservoir icon is showing as if is not full, but reservoir is full. The customer's blood glucose was 127mg/dl. The customer was advised the pump will be replace and discontinue the use of the pump.